Event description:
Ous MDR - it was reported that the device is not capturing properly. No details available at the moment. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the external pacemaker was inspected. Despite the damaged case, which was repaired, the device did not show any deviation during analysis. No indication which might have contributed to the clinical observation was revealed. The visual, mechanical and functional analysis revealed no anomalies and no material or manufacturing deviation was found.